Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels of 422 mg/dl despite a sensor glucose of 158 mg/dl. Troubleshooting for the sensor inaccuracy was completed but not inconclusive. The sensor was not returned for analysis.